Event description:
Product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010 regarding an unrelated issue. The nurse stated the patient contracted peritonitis on (B)(6) 2010. The patient's condition is ongoing and improved. The patient has been retrained on technique. The nurse stated the patient would have discarded the sample, no companion sample would be available, and the lot number would be unknown.

Event description:
Customer reportedly received results of 40 mg/dl and 129 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.